Event description:
It was reported to philips the device has a faint hairline fracture on the front enclosure next to the battery led¿s. This was discovered while in for repair. No patient involvement.